Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient was leaving a store and was shocked by their implantable neurostimulator (ins). The shocking led to severe pain that persisted until the device and leads were emergently removed. The ins indication for use was not clear at the time of the report.